Event description:
It was reported that an insulation problem was noticed before implant of the right ventricular (rv) lead. The lead was not used and a new lead was placed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. An insulation irregularity was noted. The analyst commented that the lead was returned with a cosmetic indentation on the silicone adhesive backfill area of the outer insulation.